Event description:
In 2008, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's one touch ultra2 meter was reading inaccurately low; however, upon further investigation, it was discovered that the subject meter may have been reading inaccurately high. The medical affairs specialist (mas) spoke with the reporter at about 3 days later, and obtained the following info. In the morning sometimes in 2008, the reporter stated that the patient's meter was used to test another individual in the care home that the pt resides in. The reporter claimed the individual obtained blood glucose results of "93 mg/dl" on the subject meter and "118 mg/dl" on another onetouch ultra2 meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. At approximately 7:00 pm, 3 days prior to when the above meter comparison was performed, the reporter stated that the pt became clammy, sweaty, and was incoherent. The reporter confirmed that the patient's blood glucose was not tested with the subject meter at the time of the symptoms; however, the care home immediately contacted emergency services. The reporter stated that the patient's blood glucose was "34 mg/dl" when tested with the emt's meter and that she was treated with a glucagon injection and a glucose tablet. The pt was taken to the emergency room and released at approximately 11:00 pm. The reporter informed the mas that the pt has down syndrome; therefore, she is tested 4x/day by someone in the care home, and is administered humalog insulin (dosage based on sliding scale) 3x/day before her meals in addition to 30 units of lantus insulin at bedtime (usually 8 pm). The reporter further stated that the patient's blood glucose is not very consistent. On the event date, prior to developing the symptoms, the reporter stated that the pt obtained readings of "249 mg/dl" at 8 am, "74 mg/dl" at 12:00 pm, and "166 mg/dl" at 4:00 pm on the subject meter. The pt was reportedly given 14 units of insulin that evening when she obtained the "166 mg/dl" result, which the reporter confirmed was a typical reading for the pt. At the time of troubleshooting, the customer care advocate (cca) confirmed that the care home was using the correct testing technique, and that they were cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly was treated for severe hypoglycemia 3 hours after obtaining the reported "166 mg/dl" reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.